Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, ICD; implanted: (B)(6) 2014.

Event description:
It was reported that the patient presented after receiving therapy from their implantable cardioverter defibrillator (ICD). Upon interrogation is was discovered the patient's ICD and right ventricular (rv) lead delivered an inappropriate therapy for what the physician indicated as af with rvr. The patient's right atrial (ra) lead exhibited high impedance levels, as well as the previously reported undersensing and high thresholds. The patient's ICD was removed and upgrade to a cardiac resynchronization therapy defibrillator (crt-d). The rv lead remains in use. The ra lead has been capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.